Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was observed that the patient received inappropriate therapy. Technical support was contacted in order to recommend reprogramming. The physician elected to deactivate the device. The patient's condition was stable. Additional information was requested but is not available.